Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "no image" malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned. During troubleshooting with olympus technical assistance center (tac), the cabling was reviewed. The customer was instructed to select the correct preset on the monitor and the image appeared. The technician reviewed the settings on the cv-1500 and the customer was informed that they need a serial digital interface (sdi) to sdi cable to get an image. The customer was using a video graphics array (vga) with sdi connection which did not work due to the vga being older technology. The customer stated that they will be replacing the graphics card on their pc as well. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that when the video system center was connected to the monitor, there was no image. It is unknown when the issue occurred. There were no reports of patient harm.